Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged pump replacement under warranty, confirmed shipping details, instructed customer to place malfunctioning pump into storage mode and return it using prepaid label, and advised customer to re-enter pump settings and reconnect continuous glucose monitor to replacement pump, which customer understood and acknowledged.